Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory was performed and no anomalies were found. Interrogation from 2015-12-15 shows battery status of maturing as of 2014-12-18 and device has not yet triggered elective replacement indicator (eri) (depleted status). (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had unexpected longevity. The device showed last year. The battery had over six years left and this year it shows less than a year. The device remains in use. No patient complications have been reported as a result of this event.